Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the cause is due to the latching mechanism at the center arm assembly has dirt and a sticky substance that prevents the latch from functioning. The account cleared the latching mechanism at the center arm assembly to resolve the issue.